Event description:
The customer obtained reproducible, false negative vitros (B)(6) result on a single patient sample on a vitros eciq system. The same sample produced reactive results on multiple alternative methods. False negative results may lead to inappropriate physician action. The vitros (B)(6) results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq did not operate as intended. The investigation determined that the patient sample in question was considered truly (B)(6) reactive based on reactive results from multiple alternate methods. The root cause of the false negative vitros (B)(6) result could not be determined, however, a sample interferent or mutant form of the (B)(6) virus could not be ruled out.